Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. The reason for call was caller stated that they were able to pair up the products at the time of the procedure, but now the patient is not able to connect the handset and communicator to each other. Caller stated they have tried closing out of all apps, restarting the handset, and restarting the communicator, but that did not resolve the issue. Agent walked caller through resetting communicator. The troubleshooting steps that were taken on the call resolved the issue. The rep did the reset, app asked for code to be scanned and upon doing so the products connected. Additional information was received from a patient (pt). It was reported that the issue persisted despite resetting the communicator and restarting the handset. Pt stated that connection to the mystim app was still not possible. Pt added that the communicator would sometimes work for several days without issue but would then stop connecting. A replacement communicator was sent out. Additional information was received from a patient (pt). It was reported that they had called back with the new communicator. Agent assisted the patient with pairing the handset/communicator together then to the stimulator. During the call patient had to reposition the communicator several times to complete connection. Patient mentioned the rep told them their stimulator was implanted in a "deep pocket". Patient mentioned swelling was an issue as well. Patient stated the pt manuals and quick start guide options on the handset were not helpful. Patient mentioned having to send equipment back and agent reviewed returning equipment information.